Manufacturer narrative:
Additional information was requested and the following was received: patient had several months history of vaginal irritation due to tape exposure and the exposed tape had been excised. No intra-operative complications. Patient well, awaiting follow up. (B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced mesh extrusion and abnormal discharge. The patient was treated with topical estrogen and underwent a mesh excision procedure. Additional information has been requested.